Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic procedure, while introducing the trocar, there was a plastic residue left in the patient's peritoneum. There was tissue damage as a result of the issue.